Event description:
Information received indicates the right foot siderail is not latching.

Manufacturer narrative:
The technician found the siderail latch plate was bent. The technician straightened the latch plate to repair the bed.